Event description:
During the index procedure 4 in.pact av access balloon catheters were used to treat the venous outflow, brachiocephalic/superior vena cava (svc) stent and the cephalic arch of the right arm. Approximately 6 months post procedure the patient suffered from cannulation zone restenosis of the avf. The patient presented for a routine fistulogram. The angio showed 50% restenosis in the cannulation zone (non index lesion). The event was treated with a 8mm plain balloon. During the percutaneous intervention, the in cannulation zone, central vein and venous outflow of the right arm were also treated using non medtronic balloons. The patient was also treated with medication. No immediate complications were noted. The patient was discharged home the same day. The patient recovered.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.